Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results on a female patient. The results provided were: on (B)(6) 2025, sid (B)(6), initial=19.6 pg/ml /repeated on (B)(6) 2025= < 6.0 pg/ml /outsourced at another laboratory=< 6.0 pg/ml. Laboratory reference range for troponin female: 13.8 to 17.5 pg/ml; male: 28.9 to 39.2 pg/ml there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review of alinity I stat high sensitive troponin-I, reagent lot 71577ud00. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I stat high sensitive troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 71577ud00. A device history record review did not identify any nonconformances, potential nonconformance or deviations associated with lot number 71577ud00. Historical performance of the alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. The median population result for the complaint lot(s) are within established limits and comparable to the historical reagent lot performance. A labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I lot 71577ud00 was identified.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results on a female patient. The results provided were: on (B)(6) 2025, sid (B)(6), initial=19.6 pg/ml /repeated on (B)(6) 2025= < 6.0 pg/ml /outsourced at another laboratory=< 6.0 pg/ml. Laboratory reference range for troponin female: 13.8 to 17.5 pg/ml; male: 28.9 to 39.2 pg/ml there was no reported impact to patient management.

Event description:
The customer observed falsely elevated alinity I stat highly sensitive troponin-I results on a female patient. The results provided were: on (B)(6) 2025 sid (B)(4) initial=19.6 pg/ml /repeated on (B)(6) 2025= < 6.0 pg/ml /outsourced at another laboratory=< 6.0 pg/ml. Laboratory reference range for troponin female: 13.8 to 17.5 pg/ml; male: 28.9 to 39.2 pg/ml there was no reported impact on patient management. Update: additional information provided in the user on 01jul2025. The customer stated that due to the false positive result the patient may have been sent to the emergency room. No known treatment was given and no impact to their management was reported. No further information was provided.

Manufacturer narrative:
Update section b5: the added update was modified for clarification only with no impact on the intent of the statement.

Manufacturer narrative:
Update to section d3 - email and g1 - mfg site email. This updated final report is being submitted to include the additional information provided in the user report. Section b5 - describe event or problem and section 11 additional mfg narrative has been updated with the additional information. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review of alinity I stat high sensitive troponin-I, reagent lot 71577ud00 and alinity c processing module, serial number (B)(6). During return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of the (B)(6) service history did not identify any contributing factors to the current complaint issue and there have been no subsequent tickets documenting erratic or discrepant patient results. A review of complaint and trending data associated with the alinity c processing module did not identify an increase in complaint activity. Review of tracking and trending for the alinity I stat high sensitive troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 71577ud00. A device history record review did not identify any nonconformances, potential nonconformance or deviations associated with lot number 71577ud00. Historical performance of the alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. The median population result for the complaint lot(s) are within established limits and comparable to the historical reagent lot performance. A labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I lot 71577ud00 or alinity c processing module, serial number (B)(6) were identified.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results on a female patient. The results provided were: on (B)(6) 2025 sid (B)(6) initial=19.6 pg/ml /repeated on (B)(6) 2025= < 6.0 pg/ml /outsourced at another laboratory=< 6.0 pg/ml. Laboratory reference range for troponin female: 13.8 to 17.5 pg/ml; male: 28.9 to 39.2 pg/ml. There was no reported impact on patient management. Update: additional information provided in the user report from 01jul2025. The customer stated that due to the false positive result the patient may have been sent to the emergency room. No treatment was given and no impact to their management was reported. No further information was provided.